Manufacturer narrative:
The event of capsular contracture and infection unknown onset are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and infection unknown onset.

Event description:
Patient representative has reported unknown side device replaced due to capsular contracture baker grade unknown and patient also underwent a "mammary gland redistribution surgery". Device has been explanted.